Event description:
The manufacturer received information alleging shortness of breath and anxiety. The patient suctioned and placed back on the ventilator. Information also indicates that the device¿s alarms settings were set. There is no allegation the ventilator malfunctioned or failed to deliver therapy as designed. The serial number was unavailable by the initial reporter. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
H3 other text : device not returned.